Event description:
"Abbott pump for infusion of heparin set at 840 units/hr, at 1800. At 0100, pump was reset to 740 units this setting was verified. At 1645 in 2004, heparin again started at rate 740 unit/hr (remained the same setting as 0100). At approximately 1850, it was noted that heparin hung at 1645 had infused entirely. Pt received 3 units of blood as the result of ptt>212. H&h at 5.8 and 16.6. 'Med net' was in use. Pt condition is good at this time". Upon further query the following info was provided: the customer contact indicated that the event was the result of "the adverse pt sequelae. Though requested, no additional info was provided: the customer contact indicated that the event was the result of "the nurse hanging the bags on the wrong lines." There were no reported adverse pt sequelae. Though requested, no additional info was provided.